Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient developed a hematoma at the device site and was taken to the hospital. Blood was trickling down the patient's arm from the wound and a high inr (international normalized ratio) of 5.5 was noted. The patient was treated by omitting anticoagulant medication, using a pressure dressing and was given oral vitamin k. The patient was discharged and was re-hospitalized a few days later with a peaked inr of 7.1. Over the following days the inr dropped and the pressure dressing was removed. The wound remained bruised and swollen but the hematoma was reduced in size. The patient was enrolled in the (B)(4) study. The device remains in use. No further patient complications have been reported as a result of this event.